Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with significant rectocele and some "midportion" mesh erosion causing significant pain on (B)(6) 2010. The patient underwent surgery (date unknown) where the physician "replaced retrocele, removed this portion of mesh." Reportedly, the patient's erosion was resolved on (B)(6) 2010, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).